Event description:
Received report claiming while end-user was driving their device through a school hallway, the device reportedly lost power coming to an abrupt stop. The sudden stop reportedly resulted with the end-user sustaining serious injuries requiring medical intervention to address.

Manufacturer narrative:
Report provided indicated as the end-user was traveling down the hallway of their school, the joystick went completely dark and the chair stopped suddenly. The end-user was reported to be wearing a positioning belt, and when the chair stopped suddenly, the momentum caused the end-user to fall forward. The end-user is diagnosed with osteogenesis imperfecta, and with the positioning belt in place it reportedly resulted in multiple fractures to include a fractured femur requiring surgery to address. The provider reported having inspected the chair and was unable to identify any loose connections with any of the cabling or battery connections. Reported the chair powered up normally and were unable to reproduce a loss of power as reported to have occurred. The end-user reported to the provider that just after the incident, the device powered up normally when pressing the power button on the joystick controller. No further reports have been received from the family of recurring behavior since the event. Review of system messages did not indicate any errors having occurred to which the reported loss of power could be attributed. With the information provided, permobil is unable to reach a determination as to possible root cause without speculation. Review of DHR indicates the device having met specification prior to distribution.